Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s charging pad required manipulating and wiggling the cord to initiate charging, consistent with a charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.